Event description:
It was reported that the warmer was leaking water. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in poor condition. Found water leaking from the tank reservoir and also between the disposable and front face of the main block. The root cause of the reported issue was found to be caused by worn out gasket and o-rings. Actions were taken to mitigate the reported issue: replaced o-rings.